Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not boot or turn on. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. The hard drive was re-imaged to correct and software was updated. No further issues, programmer passed all final quality assurance tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.